Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary a memory error por (power on reset parameters) occurred seven months prior to implant. This caused the battery to drain down to 2.72 volts by the time the device was implanted.

Event description:
Asku